Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a low battery. As being reported, the relative received a call indicating that this device was low in battery status and wanting to confirm the status. Boston scientific technical services (ts) advised to contact clinician for current battery status and explained the latitude and elective replacement time (ert). As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a low battery. As being reported, the relative received a call indicating that this device was low in battery status and wanting to confirm the status. Boston scientific technical services (ts) advised to contact clinician for current battery status and explained the latitude and elective replacement time (ert). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a low battery. As being reported, the relative received a call indicating that this device was low in battery status and wanting to confirm the status. Boston scientific technical services (ts) advised to contact clinician for current battery status and explained the latitude and elective replacement time (ert). As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.